Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0209744035, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) in a clinical study via a manufacturer representative (rep) reported thigh and vulvar pain due to too strong stimulation on (B)(6) 2015. The factors that may have led or contributed to the issue remained unknown. No actions were taken and the pain decreased spontaneously. The issue resolved at the time of the report. It was reported that the lead was not related to the event. The event resolved on (B)(6) 2015 and the investigator assessed the event as not serious, not related to procedure and related to stimulation. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional incontinence since 2007. No further patient complications have been reported as a result of this event.